Event description:
It was reported that device reached elective replacement indicator (eri) in less than 4 years. The doctor originally thought it had not lasted as long as it did, but still was unhappy with the longevity of the device. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 2088tc, lead, (B)(6) 2010; 6947-65, lead, 2010. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. The device met 99.29% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.